Manufacturer narrative:
H6. During manufacturing of material 221734, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 2320425 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 2320425. Retention samples from batch 2320425 were not available for inspection. No return samples or photos were received for investigation. Review of the manufacturing records did not show a sleeve labeling issue occurred during manufacturing of this batch. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint cannot be confirmed. Bd will continue to trend complaints for missing labels.

Event description:
It was reported that bd bbl¿ cdc anaerobe 5% sheep blood agar 3 sleeves are reported to be missing label information. The following information was provided by the initial reporter: customer reports missing sleeve labels for product 221734 lot 2320425 - plate cdc anaerobe 5% sb 100 ea. 8 cases received; 3 sleeves affected (1 total case rejected).

Event description:
It was reported that bd bbl¿ cdc anaerobe 5% sheep blood agar 3 sleeves are reported to be missing label information. The following information was provided by the initial reporter: customer reports missing sleeve labels for product 221734 lot 2320425 - plate cdc anaerobe 5% sb 100 ea. 8 cases received; 3 sleeves affected (1 total case rejected).

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.